Manufacturer narrative:
The gore® excluder® trunk-ipsilateral leg component rlt351414 / 18214863 was returned to gore and an engineering evaluation was performed. The device evaluation showed that the constraining mechanism was returned and no abnormality was observed. The handle deployment line access hatch is missing and is consistent with the physician¿s observation that it has been removed in order to access the deployment line. The delivery catheter blue outer-shaft has been cut at approximately 10cm from the nose of the spine. A section of the graft is still attached to the distal end of the delivery catheter, which is consistent with the event description that the physician cut the graft of the proximal part of the ipsilateral leg in order to remove the delivery catheter. The single and double stitch sides of the sleeve were inspected and no abnormalities were noticed. The two slip knots which normally unlace after the line loop in the deployment sequence, appear to be intact. The inspection revealed that one side of the line loop is still laced and tucked, as it should be, under the sleeve 3rd double stitch. Engineering untucked the line loop from under the double stitch which revealed the location of the broken end of the 2nd deployment line. The line appears to be frayed, consistent with a tensile failure of the fiber. The other end of the deployment line is still attached to the 2nd deployment knob and was approximately 72cm long measured from the leading end of the knob which is not consistent with the typical full length of the deployment line-knob complex. The leading end of the deployment line appears to be frayed, also consistent with a tensile failure of the fiber. Based on the findings from this evaluation, the physician¿s observation that while removing the grey (2nd) deployment knob, the ipsilateral leg remained constrained was confirmed and is consistent with the observed broken deployment line. The likely cause for the broken deployment line could not be determined with the currently available information.

Manufacturer narrative:
Device available for evaluation: changed value to "yes". Returned to manufacturer: entered date. Changed value to "yes".

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. Reportedly, the patient presented with calcifications in both the aortic bifurcation and the common iliac artery. After having performed first stage deployment of the rlt351414 trunk-ipsilateral leg, the physician decided to proceed with cannulating the contralateral gate and a contralateral leg component was inserted, advanced and likewise deployed. To continue with ipsilateral leg deployment, the transparent knob was turned and pulled, removing the lock pin line and the constraining loop line. The gray deployment knob was loosened and pulled, removing with it the second deployment line measuring approximately 40 to 50 cm. However, the distal part of the ipsilateral leg remained closed, preventing removal of the delivery catheter from the patient. To verify if the second deployment line had been completely pulled, the physician opened the deployment line access hatch which presented void. The physician then unsuccessfully attempted to balloon the proximal part of the trunk, the contralateral leg hole ¿ contralateral leg component overlap as well as the distal portion of the contralateral leg at the level of the common iliac artery with a boston® equalizer balloon. A definite reason for the incomplete deployment was not stated but it was speculated that the second deployment line might have been severed. It was also noticed that the introducer sheath had been quite a distance from the end of the graft. At this point, the physician decided to perform open surgery to access the closed ipsilateral leg. The proximal portion of the ipsilateral leg was cut below the flow divider and the closed portion of the ipsilateral leg was removed together with the delivery catheter. Starting about 2 to 3 cm below the flow divider, a bypass was performed from the remaining proximal portion on the ipsilateral side to the femoral artery, using an 8 mm graft. The aneurysm was successfully excluded.